Event description:
It was reported that a remote transmission was triggered due to shocks delivered by the right ventricular (rv) lead. The patient was inappropriately shocked due to t-wave oversensing by the rv lead after delivering appropriate therapy. The patient was medically treated. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.